Manufacturer narrative:
B.5: additional information has been received and updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, the consumer stated that the symptoms have improved and currently have nothing left.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Consumer complained of lenses units in the box have a stain and after using the product felt discomfort and sand sensation. Ophthalmologist said these lenses have caused mechanical abrasion of the cornea and bacterial ulcerative keratitis. The current status of consumer¿s eye is not resolved. Additional information has been requested but not yet received. Consumer was prescribed with dexamethasone and moxifloxacin, dexpanthenol.